Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient inadvertently pulled an implanted impella cp pump out of the left ventricle during support. The staff was able to readvance the pump, however following proper placement, persistent suction alarms began to appear. Both the volume and positioning were verified, but the suction remained. The pump was subsequently removed as a result of the noted issue. No patient harm was reported.

Manufacturer narrative:
The customer's device was returned and visually inspected. Biomaterial was observed wrapped around the impeller. No broken blades or cannula kinks were observed. During testing, low flows were not reproduced and flow was within specified limits. The device's data logs were reviewed. Suction alarms followed by motor current spikes and sudden drops in impella flow were observed. No placement signal issues were seen. The cause of the low pump flow issue was most likely biomaterial ingestion. The cause of the positioning issue most likely was use related due to improper technique since the patient pulled out the impella.